Manufacturer narrative:
The reported complaint of unexpected increase in estimated lp longevity during a post-MRI interrogation session was confirmed. The apparent sudden increase in estimated longevity during the post-MRI interrogation was an artifact of an effective mismatch between the actual vs assumed intervals during which pace/sense counts were being incremented. The longevity algorithm assumed that the lp was logging pace/sense counts for the entire sampling interval since the resettable diagnostics were last cleared, but in actuality logging of sampled pace/sense counts was suspended while the lp was in MRI mode. Since the duration that this lp was in MRI mode was a very large proportion of the overall sampling interval, the extent of the longevity overestimation was relatively large.

Event description:
It was reported that the leadless pacemaker (lp) exhibited a different longevity estimate after an MRI (magnetic resonance imaging). MRI procedures were followed. A traditional pacemaker was implanted but the lp was left implanted. The patient was stable.